Event description:
Returned goods investigation reveals that the device was returned with the stent graft already deployed. A small amount of blood was noted within the delivery catheter. A fold was noted on the graft cover. Stress rings were observed, and the graft cover had been broken. The fold in the graft cover should not have independently caused the reported deployment difficulty. The reported deployment difficulty and is resulting logitudinal stress are likely to have caused the stress rings, but the cause of the deployment difficulty could not be determined.

Event description:
An aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The aneurysm morphology is unknown. It is reported that the pt had straight iliac vessels without tortuosity or calcification. It is reported that as the physician attempted to deploy the contralateral iliac stent graft a "pop" was heard and it was noticed that the graft cover on the device had split in half. It is reported that only a couple of centimeters of the stent graft was deployed, therefore, the physician tried to recapture the stent graft with the 16 french sheath which was used to access the femoral artery. The physician successfully re-sheathed the stent graft and removed the delivery system from the pt. Another device was successfully deployed using the same deployment handle. It is reported that there were no complications and the pt is fine. No add'l clinical sequelae were reported for this event. The device history review contains no info relevant to the complaint.